Event description:
Breat augmentation 1989. Fibrous capsules. Pt. Wants gel implants replaced with saline - filled implants. Surgery 6/22/1998. Implants intact. Replaced with saline - filled implants.